Event description:
It was reported that the patient presented to the emergency department complaining of fatigue, shortness of breath, rust colored urine (possibly related to iron infusions), and nausea/vomiting. The patient had a history of extrinsic outflow graft obstruction (eogo) with stent placement in (B)(6) 2023. The patient had a low flow alarm on 02may2024, and none had been reported since. A computed tomography (CT) scan was to be obtained. Log file review was requested, and the event did not contain data from 02may2024 any longer.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code: corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files could not confirm the reported low flow alarms. A specific cause for the alarms could not be conclusively determined. The submitted controller event log file contained events from 07may2024 through 08may2024. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate 3 patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including, hemolysis. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's outflow graft stent placement in (B)(6) 2023 is reported under MFR #: 2916596-2023-02943.